Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information is limited to the journal article. Hernia recurrence and pain are known inherent risks of surgery/use of the device and are identified in the instructions-for-use, supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2019) is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
Per journal article: "use of tissue adhesive versus staples for mesh fixation in laparoscopic tapp inguinal hernioplasty". The article describes a prospective randomized controlled study that was applied to 100 patients having an inguinal hernia repair between august 2019 and march 2022. All hernia repairs were performed via laparoscopic tapp procedure utilizing the same mesh type (non bd/bard) and a mesh fixation by either a non bd/bard tissue adhesive (50 patients) or mechanical fixation using bd/bard capsure straight permanent fixation. The article indicates that post op complications that occurred in the subgroup of 50 patients where fixation was completed using the capsure straight fixation method included hernia recurrence (x1), hematoma (x1), seroma (x2), and chronic pain (x6). Pain was classified as chronic pain using an assessment of 2 or greater rating on a 0-10 visual analog scale. Per the article the hernia recurrence was managed by lichtenstein tension-free open mesh repair, while the hematoma and both seromas within the capsure straight fixation subgroup were managed conservatively.